Event description:
It was reported that the insulin pump was not delivering insulin and the customer's blood glucose was increasing to 437mg/dl, and she was treated with a manual injection. Troubleshooting was performed, and the displacement test passed. Assisted the mother to run the manual prime test and the insulin did exit. The customer experienced irritability, blurry vision, and nausea. The drive support cap did not appear to be damaged. The time, date, basal rates, and bolus wizard settings were correct. No further information was correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.